Event description:
Customer was in europe on vacation when he alleges scooterbegan to freewheel uncontrollably down a hill until he crashed into a wall at the bottom.

Event description:
Customer was in europe on vacation when he alleges scooterbegan to freewheel uncontrollably down a hill until he crashed into a wall at the bottom.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.